Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported physical resistance with the patient effects of intimal dissection and additional therapy/non-surgical treatment. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, distal left anterior descending de novo lesion. A 2.25x23mm rx xience prime stent delivery system (sds) reached the lesion but met resistance with the anatomy. The stent was deployed, and a proximal edge dissection occurred. An unspecified xience prime stent was used cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.